Event description:
Two devices were returned: it was reported during a cholecystectomy surgery, the surgeon found the black ring of the hook in the patient's abdomen. The fragment was recovered from the abdominal cavity. Investigation found the insulation on the device was damaged.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: cev229-1a; hook handle cev229-1a dia 5mm 350mm; lot 090301; mfg date march 2009. (B)(4) - no known impact or consequence to patient. Material separation; degraded. Quality engineer reviewed the two (2) devices returned. The black plastic ring is damaged and loose. The handle has been dismantled by a third party. The returned instrument is not conforming to original manufacturing and conception specifications. An etching not imposed by medtronic "ism rep 11/12" is present on the instrument. The instrument has been dismantled by a third party; the black plastic ring has been damaged and is loose. The proximal extremity of the insulation has been also damaged. The unit passed the electrical tests. Multiple evidences indicate that the instrument has been modified by a third party not qualified by medtronic. The black plastic ring has been probably damaged during dissembling and has not been fixed back properly. This modification is directly responsible of the plastic ring getting loose and the reported incident. We strongly advice against these practices in our IFU. The returned instrument is not conforming to original manufacturing and conception specifications. An etching not imposed by medtronic "ism rep 11/12" is present on the instrument. The instrument has been dismantled by a third party, the handle has been shortened and the screw thread suppressed. The proximal extremity of the insulation has been also damaged. The unit passed the electrical tests. Multiple evidences indicate that the instrument has been modified by a third party not qualified by medtronic. These significant modifications could lead to serious patient injuries and we strongly advice against these practices as recommended in our IFU.